Event description:
(B)(6) has a codman certas vp shunt inserted at (B)(6) after a brain injury, specifically 2 weeks after. She has since steadily declined and never progressed. It is hard to find a dr who cares enough to remove this fatal object. FDA safety report ID # (B)(4).